Manufacturer narrative:
Date rec'd by MFR: 19nov2019. Date of report: 05dec2019. Customer complaint verified. Buzzer does not buzz when 10v applied directly across its terminals. Root cause determined to be a defective solder joint in the buzzer circuit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer confirmed an error code in the units logs which is associated with the reported issue. The fse advised the customer per the service manual what the most likely failure boards could be. The fse emailed the customer the service manual. The fse recommended the replacement of the central processing unit (cpu) board, and instructed the customer to restore the unit's hours of operation. The fse noted that the customer should call back if they cannot get respi-link to restore purchase options. The customer reported that replacing the cpu board resolved the reported issue.

Event description:
The customer reported that the unit was failing alarm testing during performance verification testing. There was no patient involvement.